Event description:
Procedure: cardiac surgery (interventricular communication). According to the reporter: during the patient's recovery in the intensive therapy unit (after the surgery), the infant had some complications. The tube had been removed. Specific exams were performed and identified hemodynamic disorder, a fistula between the lv (left ventricle) and ra (right atrium) was found. He has cardiac debit decrease and shock. The suture had breached in the communication between the ventricles. The infant was reoperated and the surgeon used a different suture. Additional information has been requested.